Manufacturer narrative:
(B)(4). If additional information becomes available a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast). Neither patient injury nor medical intervention has been reported, no surgical intervention = changing only of the valve. The valve is taken from a new set.

Manufacturer narrative:
(B)(4): 09/30/2015 additional information: lot # not available, original implant date (B)(6) 2015, alcohol pads are used to disinfect. Patient caregiver(unlicensed) is performing daily pleural drainage procedure, it might be possible the nose was bent prior to breaking off.